Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery out limit alarm, failed battery test alarm and bad battery alarm. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that the backlight was not used frequently. The customer stated that they do not perform excessive button pressing. The customer stated that there have not been unattended alarms. The customer stated that they received failed battery test alarm after inserting new battery in the insulin pump. The insulin pump will not be returned for analysis.